Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are related to explantation surgery. Under investigation the device operates within specification. The clinic mentioned that the performance decreased for _no reason_. Additionally it was mentioned that the patient is elderly and has some memory issues. This is a final report.

Event description:
The patient reports a decline in the hearing performance over the years.

Event description:
The patient reports a decline in the hearing performance over the years. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.